Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient said they went to the doctor yesterday and the doctor reprogrammed them and put them on a new program. Patient said they increased stimulation today. Patient said they "leak on the pad" that they are wearing. Patient also said when they go to catheterize themselves they can't get anything out "except drops". Patient also said they "really" leaked last night and have to have pads on their bed otherwise their sheets would be "soaked". Patient stated they have been leaking "off and on" since they got implant, but it hasn't been as bad as last night and today. Patient said their current stimulation is comfortable and sometimes they can feel and sometimes they can't. Patient said the trial worked well for them so they feel disappointed when they woke up to a accident this morning. Patient also mentioned they are having surgery next wednesday on a fibroid. Reviewed with patient stimulation expectations and directed patient to hcp regarding how long to give their body to adapt before making any adjustments.